Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following information was provided by the initial reporter: parent of consumer reported found (B)(4) pen needle that was clogged during injecting.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 6th complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following information was provided by the initial reporter: parent of consumer reported found 1 pen needle that was clogged during injecting.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-aug-2023. H6: investigation summary the customer returned (3) open 32g 4mm pen needles from lot#2200708, reporting bending during use. The pen needles were visually inspected and observed all (3) pen needles with bent cannula npe. A functionality clog test cannot be performed due to bent cannula npe on the returned samples. Most likely the customer's complaint reported failure occurred due to a bent npe cannula. The root cause cannot be determined as the return samples were opened. Based on the sample returned, embecta was able to confirm the customer-indicated failure as a bent cannula npe. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following information was provided by the initial reporter: parent of consumer reported found 1 pen needle that was clogged during injecting.